Event description:
(B)(6) female with chronic low back pain and bilateral leg pain. She had previous lumbar surgeries but continues with pain. She had previous spinal cord stimulator placed but the leads migrated. Admitted for revision spinal cord stimulator. No history of bowel or bladder concerns. Patient underwent spinal cord stimulator replacement. However postoperatively, neurostimulator was not functioning and the patient also developed left lower extremity (lle) paralysis requiring removal of the device. Patient returned to the operating room that same day for removal of device.